Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold meausurements due to a suspected fracture. An x-ray was taken which yielded inconclusive results. Subsequently the lead was surgically abandoned and the ICD was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in the patient during the procedure. No additional adverse patient effects were reported.